Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call prime anomaly and high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer advised they went through three reservoirs and they were unable to get insulin through the tubing while attempting to manually prime with the plunger. Customer was unable to troubleshoot due to not having reservoirs. Customer advised they found old reservoirs which were affected and used them which resulted in high blood glucose levels.